Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type recharger .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was inquiring about how to get a manufacturer¿s representative (rep) to check his implant because his implant wasn¿t working for 2-3 months. The patient also reported that the recharger wasn¿t working. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that patient has been using the insr and suddenly it was getting kind of funny. The insr is not working. The caller further clarified that he is not feeling stimulation and sometimes when he walks he has pain. Patient has had a problem with his body where he want a cane or walker. Troubleshooting was performed over the phone and patient was asked to get the insr out. The insr was charging from the wall, the insr was able to charge the ins and the insr showed the ins was turned on. Patient was asked if they had a patient programmer (pp). The caller stated he never received one. Patient was redirected to follow up with their hcp about the pp he never got and the fact that he is not feeling stim. The event date for no stim issue was provided as (B)(6) 2018, the event date for pain sometimes when walking was provided as "a few days ago". No further complications were reported/anticipated.